Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully deployed with both cuffs successfully captured the needles. Also, a piece of the rail suture end (approximately 1 inch) attached to the returned needle plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval. There were no abnormal observations that could contribute to the reported experience. Based on the investigation findings, the reported product experience could not be confirmed. The device performed as intended and a cause related to the device could not be determined. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.